Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 08.501.001.01s; lot: l246791; manufacturing site: bettlach; release to warehouse date: may 19, 2017; expiry date: may 01, 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo review: the photo shows one unidentifiable sternal zipfix w/needle peek in unpacked condition with a from unknown source separated needle portion. Based on the photo, it cannot be confirmed whether the closure of the implant does not work. Summary of the pd investigation: sustaining engineering did not identify any design related root cause for this intra-operative device failure. The device failure is end-user related. As per the system technique guide - step 2, the needle must be removed at the wider body section. Should the end user not follow this step, he/she can insert the device cut-end into the device locking housing in an angle. This misalignment can damage the locking feature within the housing and result in a loose device. (Will not hold, broken, loose) therefore, this non-manufacturing investigation is closed by sustaining engineering as not-valid since the device failure is end-user related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: h5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the closure on the thoracic surgery on (B)(6) 2019, a sternal zipfix with needle polyether ether ketone (peek) single pack was found that it could not be tightened. There was another device used to complete the surgery. It was unknown if there was a surgical delay. There were no adverse consequences to the patient reported. This report is for (1) sternal zipfix with needle sterile. This is report 1 of 1 for (B)(4).